Event description:
It was reported that the patient had felt urgencies the ¿last couple days.¿ the patient had a loss of therapeutic effect and had been going to the bathroom a lot. The patient thought it was because she had been ¿a little upset and would go away,¿ but it had not improved. The patient tried increasing stimulation on program 3 the ¿other day and yesterday¿ but did not see an improvement so put it back. The patient felt stimulation but her symptoms were not improving. The patient was assisted with switching programs. The patient switched to program 4 and adjusted to 0.7 volts where she felt stimulation comfortably in the bicycle seat area. Eight days later it was reported that the patient was still feeling ¿a lot of pressure¿ and experiencing frequency. The patient contacted her health care provider (hcp) the morning of the report and also saw the hcp on (B)(6) 2013. The patient went in to be checked for a urinary tract infection (uti) and was told by the hcp that ¿they saw something¿ so was given antibiotics. However, the patient¿s symptoms had not yet improved and she was directed by the hcp to switch programs. The patient was assisted in adjusting back to program 3 from 4. The setting was at 1 volt and the patient barely felt stimulation so she increased ¿a little.¿ additional information was requested, but was not available as of the date of this report.

Event description:
It was further reported that the patients concerns resolved.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va03gdq, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).